Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7,h2, h6, h10, h11. Corrected section: h3- corrected to "device was discarded" h3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period sept -2019 through aug -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they started to prepare the hemopro 2 device for branch ligation. However, it was noticed that the plastic coating around the tips of the bisector had separated from the jaws. Nothing fell into the patient. Therefore, it was decided that the device was not safe to use and it was immediately removed from the surgical field. A new hemopro 2 device was opened and the case was finished with no further complications. No injuries occurred due to the defect.